Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although the mislabeling was able to be confirmed, review of the noted information suggests that a potential mix-up may have occurred at the hospital. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the chipboard box was sealed prior to the device being removed from the chipboard box. The chipboard box was labeled as a 2.5x200 mm armada balloon catheter with lot number 804282. The packaging and device inside the chipboard box packaging was labeled as a 2.5x120 mm armada balloon catheter with lot number 722700; however, this was not noted until after the balloon had been advanced to the lesion and inflated. On angiography the balloon looked short. The balloon catheter was retracted from the patient, and upon investigation the size on the hub of the device was a 2.5x120 mm. A new armada 14 device was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.